Manufacturer narrative:
On 05/07/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient underwent an unknown procedure with a mentor memorygel breast implant 375cc gel breast prosthesis and a mentor memorygel breast implant 300cc gel breast prosthesis that both ruptured after implantation. In addition, the patient reported that she developed the following: severe fatigue, sjogren¿s syndrome, raynaud¿s, hypothyroidism, joint pain, muscle aches, chronic hives, hair loss, acne, low testosterone, a hysterectomy to remove pre-cancerous tissue, chronic sinusitis with two sinus surgeries, and chronic neck and back pain with two back surgeries. As a result, the patient underwent bilateral explantation on (B)(6) 2011. The capsules were left in and they are scheduled to be removed in 2019. This report is for the 1st of the two breast prostheses.